Event description:
Allegedly, patient was revised due to aseptic loosening femur; aseptic loosening tibia component not revised: patella, revision njr number: 4481492, side: r, primary asa: p1 - fit and healthy.